Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that procedure performed was an open reduction internal fixation (orif) of metacarpal. The screwdriver broke as the surgeon completely seated the final screw. Screwdriver was not needed after the incident.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, a stardrive screwdriver shaft was broken while advancing a 1.5 mm screw through the 1.5 mm plate. All screws were seated into a plate and broken pieces were discarded. There was no surgical delay and procedure outcome is successful. There was no patient consequence. Concomitant device reported: unk - plates (part # unknown, lot # unknown, quantity# 1); unk - screws: trauma (part # unknown, lot # unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).